Event description:
During a left groin venous graft revision procedure, the guidewire was inserted and removed through the right arm of the pt. Upon removal, the end of the wire was noticed to appear unusual. The distal end of the guidewire was reported to have "slid off the sheath" and detached as the wire was being removed from a needle. It was noted that this portion of the distal end of the guidewire had remained in the vessel. The detached piece did not migrate. A small incision (described as a "small nick") was made and the piece was successfully pulled out without any reported complications to the pt. Another unit was used to complete the procedure.